Manufacturer narrative:
(B)(4). Reason for surgery: pop with cystocele and rectocele it was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, bleeding, vaginal scarring and other. It was reported that patient underwent mesh removal due to extruded vaginal mesh on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent bilateral vault suspension, complex enterocle repair, and cystoscopy on (B)(6) 2004. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6).